Event description:
The customer reported via phone call that the insulin pump had an unresponsive esc button. The customer stated that the battery had been taken out of the insulin pump and the device appeared to be working up until the day of the call. The customer noticed that the keypad issue began after he had slept on the insulin pump. He noted that it was very likely that he may have sweat onto the insulin pump. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No moisture damage on electronic assembly during our visual inspection. The insulin pump has minor scratched lcd window, scratched case, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.